Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device did not give voice prompts at power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not give voice prompts at power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device did not give voice prompts at power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. The device was returned with respect to ra2024-3540155 which relates to the device not issuing the auditory advisory prompts. Throughout the investigation this was not confirmed as the auditory advisory prompts issued by the device were audible and clear. No measurable fault was identified with the speech circuitry, speaker or speaker cable that would have caused no audio prompts to be emitted. The device was scrapped by heartsine and the customer was provided with a replacement device.